Event description:
Approximately five months after the implantation, the patient was originally hospitalized for an hvad unrelated sepsis which led to a prolonged hospitalization. During this admission, the patient underwent an esophagogastroduodenoscopy and an upper gastro intestinal (gi) scope for a suspected gi bleed. The gi bleed was confirmed and attributed to actively oozing gastric arterio venous malformations (avm's). The avm's were hemoclipped and electro cauterized.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced a gastrointestinal (gi) bleed. An endoscopy was performed to access and treat the bleeding. The medical staff treated the malformations with hemoclips. The patient outcome was not reported. The device was not returned to the manufacturer for analysis as it remains implanted. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) gastrointestinal (gi) bleed.

Manufacturer narrative:
The device remained implanted at the time of this event. Additional information will be submitted within thirty (30) days of receipt.